Event description:
Customer reported he has been experiencing high blood glucose since 2014. Customer stated he would remove his site and will notice a bent cannula. Customer stated the insulin pump alarmed no delivery and only certain amount was delivered. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.